Event description:
Boston scientific received information that during a follow up varying out of range shock impedances had been noted with this device. Several arm over head maneuvers were performed which detected noise on the shock channel. It was noted that similar phenomenon of out of range shock impedances was reproduced in the triad configuration. A request was sent to technical services in order to evaluate the root cause of this case. The lead is a competitor lead.

Manufacturer narrative:
Technical services discussed performing a memory download in order to asses the impedances between all three vectors. Technical services discussed that the shock lead impedance daily measurements show an open lead condition (>200 ohms) since (B)(6) 2013. A shock electrocardiogram does not show a suspected lead fracture, however the shock electrocardiogram vector is taken between the can and df-connection. A memory download is pending for review. Upon additional information this investigation will be updated. Upon review of the data by engineering it appeared that the competitor patch connected to the df- may be affected. Technical services discussed performing an rwave "synchnois" shock to determine true shock impedances in the preferred configuration. A fracture of the conductor or wiring patch was suspected.